Manufacturer narrative:
If follow-up, what type and method codes updated. Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The stent, inner shaft, outer shaft, handle, rack and tip were microscopically examined. A partial piece of the stent was partially deployed 5cm from the end of the shaft. The outer shaft was twisted. It was 21cm to 22cm from the tip. The inner shaft was buckled in various areas. A .035 amplatz guidewire was inserted into the device, it traveled approximately 98cm where it stopped and would not exit the handle. Since the reported event was that the wire was froze in the device, this could not be confirmed due to the wire not being returned with the device; however, failed deployment of the stent was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that catheter entrapment and stent deployment difficulties occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. An 8x120x75 epic vascular stent was advanced to the lesion and a deployment attempt was made by rotating the thumbwheel. The outer sheath did not retract, therefore the stent did not expand. The physician attempted to remove the epic stent delivery system (sds) from the patient; however the non-bsc guide wire was stuck within the sds therefore the sds with guide wire was removed together. Once the sds was removed from the introducer sheath outside the patient, the stent deployed 50% naturally. The procedure was completed with an 8x100 epic vascular stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment and stent deployment difficulties occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. An 8x120x75 epic vascular stent was advanced to the lesion and a deployment attempt was made by rotating the thumbwheel. The outer sheath did not retract, therefore the stent did not expand. The physician attempted to remove the epic stent delivery system (sds) from the patient; however, the non-bsc guide wire was stuck within the sds therefore the sds with guide wire was removed together. Once the sds was removed from the introducer sheath outside the patient, the stent deployed 50% naturally. The procedure was completed with an 8x100 epic vascular stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of an epic self-expanding stent system. Visual inspection of the device revealed that the shaft was twisted approximately 21cm to 22cm from the tip. The guidewire was not returned with device. The rack lock was removed. The stent was partially deployed approximately 5cm from the end of the sheath. No other discrepancies were noticed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and stent deployment difficulties occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. An 8x120x75 epic¿ vascular stent was advanced to the lesion and a deployment attempt was made by rotating the thumbwheel. The outer sheath did not retract, therefore the stent did not expand. The physician attempted to remove the epic stent delivery system (sds) from the patient; however the non-bsc guide wire was stuck within the sds therefore the sds with guide wire was removed together. Once the sds was removed from the introducer sheath outside the patient, the stent deployed 50% naturally. The procedure was completed with an 8x100 epic¿ vascular stent. No patient complications were reported and the patient's status was good.